Event description:
After the CT scan, the injector head and overhead counterpoise system (ocs) were moved to the side so that the patient could transfer from the CT examination table to the stretcher. The injector head fell from the ocs, but did not fall to the floor due to the cabling that was attached. When the injector head fell, the prefilled syringe adapter touched the face of the patient. The patient required two stitches between the nose and upper lip. The doctor in charge indicated that the head mount knob became loose, that is why the injector head fell.

Manufacturer narrative:
The affected parts were returned to medrad for evaluation. During testing, the parts performed to specification. The mounting held the injector head securely with no lifting or rotation noted. The knob was loosened and the manipulation was repeated. The injector head was still retained securely in the mount with no lifting or rotation noted. In order for the injector head to become disengaged from the mount, the mounting bolt has to have loosened considerably. There are instructions and warnings in the stellant operation manual and the overhead counterpoise system instructions for use regarding the operator's responsibility for tightening the mounting bolt properly and checking the stellant system on a daily basis for loose bolts and screws. Additionally, a label is applied to the overhead counterpoise system showing proper tightening of the mounting bolt. This label was confirmed to be on the part that was returned. We suspect that the customer failed to ensure the injector head mount knob was secure.